Manufacturer narrative:
We performed a check of the sterilization charts of the components removed (baseplate: lot# 201517502; tt peg: lot# 201508953; connnector+screw: lot# 201613568; glenosphere: lot# 201701326) and no anomaly was identified on the overall number of pieces manufactured with this lot#. No other complaints reported on all these lot#. In addition, no dimensional anomalies detected by checking the manufacturing charts of the baseplates and tt pegs placed on the market with the above lot#. We did not receive additional information (x-rays or explanted items) on this case, therefore a deep investigation is not possible. According to the information provided, this was an early post-op infection which may have been caused by different factors unrelated to the prosthesis itself (e.g. Surgical room environment or patient condition). Event not product-related according to our analysis with the available info. Pms data: this is the first and only complaint received on a revision surgery due to infection which involves a l1 tt metal back (model # 1375.15.605-610-620) on a total of (B)(4) l1 tt metal backs sold ww since 2014. The related revision rate is (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Shoulder revision surgery done on (B)(6) 2017 due to staph infection. Previous surgery was done only 20 days before ((B)(6) 2017). During revision, surgeon initially planned to remove the 40mm poly glenosphere implanted during the primary surgery done on (B)(6) 2017. Surgeon planned to replace with another glenosphere of the same size but intra-operatively, unexpectedly, the glenoid tt peg disengaged from the metal back baseplate before being able to disengage the glenosphere from the metal back itself. The disengaged peg was removed routinely from the patient with the appropriate instruments. A 46mm cta head was then implanted, resulting in a stable joint. No reported consequences for the patient. Surgeon satisfied with the final stability of the implant. Event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot# of the smr glenoid baseplate involved (201517502) did not show any anomaly on the 30 smr glenoid baseplates manufactured with this lot #. Even the check of the manufacturing charts of the lot# of the smr glenoid peg tt involved (201508953) did not show any anomaly on the (B)(4) pieces manufactured with this lot#. No other complaints reported on both these lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery done on (B)(6) 2017 due to infection. Surgeon initially planned to remove the 40mm poly glenosphere (not marketed in the us) implanted during the primary surgery done on (B)(6) 2017. Surgeon planned to replace with another glenosphere of the same size but, intra- operatively, unexpectedly the glenoid tt peg disengaged from the metal back baseplate before being able to disengage the glenosphere from the metal back itself. The disengaged peg was removed routinely with the appropriate instruments. A 46mm cta head was then implanted, resulting in a stable joint. No reported consequences for the patient. Surgeon satisfied with the final stability of the implant. Event happened in (B)(6).